Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and stated ¿it was like her symptoms were back to the way they were before she got the device¿. The patient also stated that it felt like they had a urinary tract infection (uti) because they had burning and hurt so bad when they urinated. They would wake up about 8 times in the middle of the night to go to the bathroom. The issues had been occurring ¿for about 3 weeks¿ ((B)(6) 2019). The patient had been to their managing physician and was told to schedule an appointment with their family doctor to address the possible uti. They were also told to contact the manufacture to troubleshoot their return of symptoms. The patient did mention that they had increased the stimulation yesterday to 0.9 volts with help from their granddaughter. The patient did noted that it was hard for them to reach back to place the programmer antenna over the implant due to their arthritis. During the report, the patient increased the stimulation from 1.0 volts to 1.9 volts and felt the stimulation in the correct bike seat area (patient initially stated that they felt it in the hip but then confirmed they meant the area right near the rectum within the bike seat area). The patient was redirected to follow up with their healthcare professional (hcp) if the increased stimulation setting did not resolve their symptoms. They did mention that they had contacted the hcp but thought they were out of town for a couple of weeks. There were no further complications reported or anticipated.